Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. Shortly after power on the device shuts down and 10 beeps are heard, with this condition the device was unable to operate for more than a few seconds. The device was able to obtain readings and alarmed visually and audibly under alarm conditions. The instrument board was replaced and the unit functioned as designed. The 10 beeps anomaly was observed due to a defective instrument board caused by a faulty u21 (current limiter ic).

Event description:
The customer reported the device will not run for more than a few minutes. Customer suspects that the battery is not charging. No patient impact or consequences reported.